Event description:
A 45 year-old boy, was originally implanted on 6/3/1996. According to info received from the implant center, the child fractured his skull during the summer of 1998. Neither the date of the incident nor the circumstances surrounding it are known at this time. Although the child was injured, his parents stated that his implant system continued to function normally for the next several months. Pt's parents took him to the implant center for complete device eval on 3/16/1999 because their son had begun to exhibit behavioral problems and they suspected that the implant was malfunctioning. Testing conducted at the center confirmed that the device was no longer functioning and the decision was made to explant the device. Revision surgery took place on 4/1/1999. Pt was reimplanted with another clarion device.